Manufacturer narrative:
The technician determined that a latex glove had become tangled in the head motor, and as a result, the technician had to replace the lift nut and the switch slide, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the head drive has unintentional movement in the down direction.